Manufacturer narrative:
Additional information: the device was safely removed from the patient and there was no vessel damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to implant a protege everflex stent for the treatment of a 200mm plaque lesion in the patients proximal mid common iliac artery superficial femoral artery (sfa). Minimal vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited 70% stenosis. Artery diameter reported as 6.5mm. There were no abnormalities reported in relation to anatomy. Embolic protection was not used. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped as per the IFU (instruction for use) with no issues identified. A 7x150 device was used for vessel pre-dilation. The device did pass through a previously deployed stent. No resistance was encountered when advancing the device. Partial deployment was reported. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed before it was ready to deploy. A replacement protégé everflex stent was used to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loosened. The stent was confirmed from the strain relief, the device was returned with approx. 9mm of the stent exposed the deployment paddles are approximately 136mm apart the device was flushed and both annual spaces flushed, a 0.035¿ guidewire was able to advance fully through the device, the device was loaded into a deployment fixture, and the stent was deployed with a maximum peak force of 1.90lbs there were no issues found with the deployed 120mm stent, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.